Event description:
IT WAS REPORTED THAT VENTRICULAR FIBRILLATION AND DEATH OCCURRED. THIS WAS A CONCOMITANT CASE. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS PERFORMED, AND A 35 MM WATCHMAN FLX PRO CLOSURE DEVICE WAS IMPLANTED ON (B)(6) 2026. THE DAY AFTER THE PROCEDURE, THE PATIENT WENT INTO VENTRICULAR FIBRILLATION ON THE FLOOR, AND THE PATIENT WAS NOT ABLE TO BE RESUSCITATED AND PASSED AWAY. NO FURTHER INFORMATION WAS PROVIDED AT THE TIME OF THIS REPORT.

Manufacturer narrative:
A1 PATIENT IDENTIFIER, A2 DATE OF BIRTH, AGE AT TIME OF EVENT, UNIT OF MEASURE - AGE, A3A SEX, A3B GENDER: UPDATED WITH ADDITIONAL INFORMATION RECEIVED.

Event description:
IT WAS REPORTED THAT VENTRICULAR FIBRILLATION AND DEATH OCCURRED. THIS WAS A CONCOMITANT CASE. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS PERFORMED, AND A 35MM WATCHMAN FLX PRO CLOSURE DEVICE WAS IMPLANTED ON (B)(6) 2026. THE DAY AFTER THE PROCEDURE, THE PATIENT WENT INTO VENTRICULAR FIBRILLATION ON THE FLOOR, AND THE PATIENT WAS NOT ABLE TO BE RESUSCITATED AND PASSED AWAY. NO FURTHER INFORMATION WAS PROVIDED AT THE TIME OF THIS REPORT.

Event description:
It was reported that ventricular fibrillation and death occurred.This was a concomitant case. A left atrial appendage (LAA) closure procedure was performed, and a 35mm WATCHMAN FLX Pro Closure Device was implanted on (b)(6)2026. The day after the procedure, the patient went into ventricular fibrillation on the floor, and the patient was not able to be resuscitated and passed away. No further information was provided at the time of this report.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN FLX? Pro remains implanted; therefore, returned device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60350 Batch # 0039047485. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Arrhythmia (Ventricular Fibrillation) and Death (Resuscitation, Hospitalization or Prolonged Hospitalization).Risk Review:A Risk Review was completed and confirmed that the events of Arrhythmia (Ventricular Fibrillation) and Death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause not Established.